Manufacturer narrative:
Result: siderail, timing link.

Event description:
It was reported by service report that the head right siderail will not lock in up position. No pt involvement or adverse consequences are reported.